Event description:
It was reported that during loading of a transcatheter valve, upon inspection of the valve load via fluoroscopy, a misload was identified when a "loop shadow" was observed on the outflow side of the valve. The capsule of delivery catheter system (dcs) was inspected, and the stent on the outflow side of the valve was observed to be bent. Subsequently, a new valve was loaded into a new dcs were used to complete the procedure. Additional information was received that following the implant of the transcatheter aortic valve, a permanent pacemaker was implanted due to a severe conduction disturbance.

Manufacturer narrative:
Continuation of d10. Section d references the main component of the system. Other medical products in use during the event include: product ID: d-evolutfx-2329; product lot number: unknown; product type: 0195-heart valves; non-implantable device product ID: l-evolutfx-2329; product lot number: unknown; product type: 0195-heart valves; non-implantable device select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b2. B5. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during loading of a transcatheter valve, upon inspection of the valve load via fluoroscopy, a misload was identified when a "loop shadow" was observed on the outflow side of the valve. The capsule of delivery catheter system (dcs) was inspected, and the stent on the outflow side of the valve was observed to be bent. Subsequently, a new valve was loaded into a new dcs were used to complete the procedure. Additional information was received that following the implant of the transcatheter aortic valve, a permanent pacemaker was implanted due to a severe conduction disturbance. Additional information was received that the conduction disturbance was complete heart block (chb).